Event description:
No additional information.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: two photos and four samples were provided to our quality team for investigation. Through visual inspection, a white deposit was observed within two of the syringes provided. Characterization testing was performed and identified the particles are consistent with polypropylene particles mixed with silicone. A device history review was performed for the reported lot 2403007 , no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of the reported lot were used for additional evaluation. Upon inspection, the same white particles observed in the returned product was also observed within the retained products. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer used to remove any polypropylene particles inside the barrel. Manufacturing equipment is protected to avoid particles from generating during movement of the pieces within the machines. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, the particles likely generated during the movement of the product within the manufacturing equipment during the assembly process. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends

Event description:
Member of staff spotted a blemish. Before use. I am sending an e-mail on behalf of aseptics, as there has been multiple defects with the syringes. One instance was a member of staff spotted a blemish when drawing up the product inside the isolator. Originally, there was uncertainty if this was a particle or not. This has been discarded following procedure. Then today (B)(6) 2024 there has been multiple blemishes spotted on the syringes prior to making, these have been retained and are the ones in the images attached. There are multiple marks across the syringes, some of these have been highlighted in the images. There are multiple syringes of different sizes, over different manufacturing dates but can confirm it is the same batches of each that have been used. There has been around 6x30ml syringes, batch number: 2403007, expiry: 28/02/2029.

Manufacturer narrative:
Following the submission of the initial MDR, it was determined that the complaint was submitted in error. There was no identified defect or malfunction. This MDR will be void and the complaint cancelled.

Manufacturer narrative:
Follow up MDR for correction. Following the submission of the initial MDR, it was noted that an incorrect verbiage was used in section h10. Corrected verbiage: initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.